Event description:
It was reported PICC snapped. It was successfully repaired and no harm to the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The catheter was assembled with a two-piece connector and usage residues were observed throughout the sample. The catheter exhibited a complete break just distal of the connector. The break appeared irregular. The distal segment of the catheter was not returned for evaluation. Microscopic inspection of the break revealed a coarsely granular fracture surface. The catheter exhibited an elliptical cross-section at the break site. Tactile inspection of the sample revealed tensile weakness in the vicinity of the break. The break features and tensile weakness were consistent with material failure due to tensile (pulling) stress. The location of the break suggested that catheter securement and maintenance techniques may have contributed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees1328 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC snapped. It was successfully repaired and no harm to the patient. No other information was provided.